Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 465 mg/dl. After troubleshooting, it was found that cannula was bent. No further information provided.